Event description:
An email was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, stating generated an occlusion was generated during patient use, on an unspecified date. The reporter stated that they have been having an occasional faulty line for a couple of weeks. In addition, the customer is also stated that a line was infusing with saline into the patient at the time, so it required replacement as unable to back prime into the spiros.

Manufacturer narrative:
Received one (1) used. List # 140019291, primary plum set for inspection. As received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested, and a leak was observed. The clave was disassembled, and a bent spike was observed. The reported complaint of occlusion can be confirmed. The probable cause of the broken spike is unknown and cannot be determined without the return of the used mating device. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.